Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that they are supposed to be getting a new battery and they are waiting to schedule the surgery but it seems that the authorization is held up on medtronic's end. Patient stated they are having pain in their back from prior to their implant and the pains are pretty debilitating. Patient mentioned that the battery is pretty close to the end of its life, and they decided to change the battery. The patient stated the battery wasn't good anymore. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient had to cancel the battery change as they believed the patient either had cancer or needed spine surgery. The patient noted they had pain in their back and legs that they could not control. The patient's battery was close to its eol. The patient had been trying to get their representative to reprogram their stimulator as after their last stim adjustment it took 2 hours to charge. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported the date of replacement is unknown as they have not had it replaced yet, but reiterated that they will have it replaced. The cause is unknown, the patient reported other "medical" has priority.